Event description:
Rep alleged that the pendant cable has pulled out of the body of the pendant exposing the bare metal wiring inside the cable. Rep stated that there were no injuries. Rep alleged that he didn't know if a pt had been in the bed or where the bed was being used.

Manufacturer narrative:
Replaced pendant to resolve the problem with the pendant cable pulling away from the body of the pendant. The pendant was defective.